Event description:
It was reported the programmer was not functional due to a screen problem. It was also reported there was a screen display lag which made it difficult to click on the correct icon with the programmer pen. Status of the programmer is unknown. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.